Event description:
It was reported to medtronic neurosurgery that the physician discovered a leak I the strata 2 valve during pre-implantation testing; there was no pt contact with the suspect device. A new valve was acquired and the surgery was completed.

Manufacturer narrative:
The valve was patent; however it did not meet the requirements for siphon, reflux and leak testing due to a large tear in the top of the delta chamber. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silcone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at time of manufacture. No impact to the pt was reported.